Event description:
It was reported that t:slim x2 pump battery would not charge despite using confirmed working wall outlet, tandem charging cable and wall adapter, and alternative cables and adapters, and that a power source alert appeared around the time the issue began, though pump did not shut down and remained able to power on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery and technical support arranged pump replacement.